Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the universal drill guide (udg) was broken in processing.

Manufacturer narrative:
No brand name, UDI, device manufacture date, or 510k provided as this device is not released for distribution in the united states. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the handle of the universal drill guide (udg) broke off of the cannula of the udg; it was unknown how the damage occurred. There was no patient present.